Event description:
It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) had a system failure alarm and a pressure solenoid failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Type of investigation not yet determined: additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
Correction: this report is a duplicate for the event documented in medwatch 2249723-2022-00249. Please cancel this report in your database.